Event description:
A report was received that the patient's ipg was dead. The patient underwent revision wherein the ipg was replaced per physician's preference and was relocated. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient was able to charge and was just having pain at the ipg site. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was dead. The patient underwent revision wherein the ipg was replaced per physician's preference and was relocated. The patient was reportedly doing well post-operatively.